Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that patient was hospitalized for coma due to high blood glucose event on (B)(6) 2024. The blood glucose level at the time of event and hospitalization was 72 mmol/l and current blood glucose value was 5.9 mg/dl. The patient was in coma at the time of hospitalization and was admitted for one week. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.